Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Depositions consistent with low flow were confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the percutaneous lead (lead) cut approximately 11¿ from the pump housing and the distal portion of the lead was returned as well. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump's inlet port. Outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the sealed outflow conduit (outflow graft and outflow graft bend relief) was returned detached from the device. Examination of the pump upon disassembly revealed soft, tissue like depositions admixed with loosely clotted blood within the inlet stator, outlet stator, sealed outflow conduit, and along the body of the rotor as well as a deposition of clotted blood within the inlet elbow. These non-laminated depositions appeared consistent with poor surface washing due to a low flow event. The origin of these depositions as well as a duration for which these depositions were present within the pump could not be determined through this evaluation. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump is returning for evaluation. No further information was provided.

Manufacturer narrative:
The patient weight was not provided. The date of event reflects the date of notification that the pump would be returned for evaluation. Approximate age of device - 3 years. The device was returned for investigation. The evaluation is not yet complete. Notification was received from the customer that they would be returning the pump for evaluation. No specific information regarding the device or patient was provided. Multiple attempts to obtain additional information have been unsuccessful. This is being conservatively reported with the assumption that the device was not explanted for a routine transplant or patient recovery. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.